Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose reached 180-189 mg/dl. Customer declined troubleshooting with tandem technical support and continued using the existing cartridge for insulin therapy.

Event description:
Customer¿s blood glucose reached 180-187 mg/dl.